Event description:
It was reported that the lead was capped due to an unspecified issue. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145948.